Manufacturer narrative:
(B)(4).

Event description:
New information received notes that externalized conductors were also observed on the rv lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increasing lead impedance was observed on the rv lead. Lead is scheduled to be replaced. No further information.

Event description:
New information received notes that the lead was electively extracted for reasons unrelated to lead function. Patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion was noted at 8.1-10.9cm from the distal tip. Internal insulation abrasion was noted at 10.1-11.3cm from the distal tip. The etfe coating was intact at these locations.